Manufacturer narrative:
A ge representative performed an on site investigation. The malfunction was verified. Power supply replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system is not booting up. No patient injury is reported.